Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the tidal volumes were inaccurately displayed. There was no report of patient involvement.